Manufacturer narrative:
15-may-2024 additional information: treated vessel is the sfa. Neither the affected device nor the angiographic material was returned. Therefore, no technical investigation on the subject could be performed. The production documentation was reviewed to establish whether a deviation from the manufacturing process could be the cause for the reported event. Review of the production documentation confirmed that the device was manufactured according to specifications and fulfilled all the requirements of in-process and final inspection. Based on the conducted investigations, no material or manufacturing related root cause could be determined.

Manufacturer narrative:
Corrected the initial reporter information. Reference CAPA# nc-24-004. Neither the affected device nor the angiographic material was returned. Therefore, no technical investigation on the subject could be performed. The production documentation was reviewed to establish whether a deviation from the manufacturing process could be the cause for the reported event. Review of the production documentation confirmed that the device was manufactured according to specifications and fulfilled all the requirements of in-process and final inspection. Based on the conducted investigations, no material or manufacturing related root cause could be determined.

Event description:
A pulsar-18 self-expandable stent system was selected for treatment of a severely calcified lesion (99 percent stenosis degree) in the severely tortuous sfa. After successful placement of the 1st pulsar-18 self-expandable stent in a long lesion, it was attempted to insert a 2nd pulsar-18 (complaint device). When the 2nd stent was released about 1/5, resistance was felt. It was not possible to release the stent any further, even when unpack the handle. It was detected that the delivery shaft had been broken. All was pulled back, and another stent was used to finish the procedure. The patient was stable.